Manufacturer narrative:
(B)(4) follow up: it was reported there is a white stain in the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show an upside-down syringe with solution in it and a white colored speck that is highlighted with a red colored circle. No other information could be obtained from the photos. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
On 26-oct-2024 during review, we have reported white stain in the syringe of 50ml syringe, luer-lok. A root cause within novartis can be nearly be excluded. We kindly ask you to investigate the root cause and send your investigation report.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up: it was reported there is a white stain in the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show an upside-down syringe with solution in it and a white colored speck that is highlighted with a red colored circle. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lot 3139704. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is a white stain in the syringe. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed with 30x magnification. There is a white colored speck 1/8" from the bottom the syringe barrel that is a void from the molding process. The photos show an upside-down syringe with solution in it and a white colored speck that is highlighted with a red colored circle. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lot 3139704. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information received.